Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported audio issue was related to the device not powering on. Physio determined that the cause of the power issue was due to physical damage to the on/off charge-pak flex cable. The customer received a replacement device.

Event description:
It was reported that the customer¿s device would not produce any audio. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not produce any audio. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.